Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead revision was performed due to high capture thresholds. During lead revision the lead was noted to be micro dislodged. The lead was explanted without patient complications. The patient condition was fine in the recovery room.